Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with minor scratched display window, cracked battery tubethreads, cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's display was damaged. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.